Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Consumer sent a message in through the website to state: I had absolutely no luck with this product. Purchased one last year and the mouth guard split in half during the night. I went back to the name brand guard for several months until I saw a great deal on the rite aid double pack. It sat in the cabinet for several months while I used the other. It was easy to fit and work well...until day three. The two pieces that make it started to separate at the back. I used it the next night and low and behold it split apart in my sleep.